Event description:
A customer reported via webform that they encountered a sensor error message upon scanning the adc device. The customer experienced blurred vision, muscle weakness, and was unable to self-treat due to symptoms and required treatment of sugar and yogurt provided by spouse. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history record) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor was properly seated and no issues were observed. Extracted data using approved software, sensor was found to be in state 6 (indicating abnormal termination). Visual inspection was performed on the sensor plug and no failure modes were observed. Extended investigation has also been performed. Data was extracted from the returned sensor, a log mismatch message was observed. Further examination of the memory download was performed and it has been determined that a corruption occured in both the slow and fast data. The reader successfully detected the corruption and prevented the sensor from activating. Therefore, the issue is confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported via webform that they encountered a sensor error message upon scanning the adc device. The customer experienced blurred vision, muscle weakness, and was unable to self-treat due to symptoms and required treatment of sugar and yogurt provided by spouse. There was no report of death or permanent injury associated with this event.